Event description:
It was reported that surgeon refused due to packaging malfunction. The outer packaging stuck to inner packaging and ripped when it was being opened.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> it was reported that surgeon refused due to packaging malfunction. The product was returned to j&j medtech orthopaedics for evaluation. The complaint unit was forwarded to the manufacturing site j&j medtech cork. Visual analysis of the returned device revealed that the blister package of the attune ps fem lt sz 5 nar cem was slight curling from the sides. The returned unit did not contain the inner packaging or both inner and outer tyvek lid. A manufacturing record evaluation was performed for the finished device product code: 150410125 lot number: 4544333, and no non-conformances or manufacturing irregularities were identified. Based on the manufacturing investigation, the outer blister seal adhesive transfer from the tyvek lid was 95% or above. This meets the production/manufacturing standard. Additionally, it was observed slight curling on three flanges, which were measured and met the required production/manufacturing standard. A review of the returned unit indicated that the outer packaging passed inspection standards. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune ps fem lt sz 5 nar cem would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product code: 150410125 lot number: 4544333, and no non-conformances or manufacturing irregularities were identified. Corrected: h3.